Manufacturer narrative:
No sample collection or preparation information was provided by the customer. Both the raw count and histogram information were reviewed. There was no indication of an instrument malfunction. Since the plt result was elevated compared to the other two runs, it is suspected that contamination occurred. However, it is not known whether the contamination was from within the sample or from the instrument. Although the plt has an abnormal pattern, the low end does not show a significant interference pattern therefore the algorithm did not set a review result instrument message (r flag). Service was not dispatched for this event to date. Per labeling: beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms.

Event description:
A customer contacted beckman coulter (bec) reporting one (1) microtainer patient sample run on the unicel dxh 800 coulter cellular analysis system generated a false elevated platelet (plt) result of 161 count without instrument generated flags/messages that was reported out of the laboratory. The physician questioned the result as it did not match patient history from previous draw of 14 count. The patient was redrawn and the plt result yielded a lower result of 31 count that matched the patient's previous history. The customer considered both lower plt results as correct since it also matches the manual estimate of 30 - 35 count and an amended report was issued. No other erroneous results were generated for this patient. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.